Manufacturer narrative:
The reported event occurred on a cobas 8000 e 801 analyzer (serial number: (B)(6)). The investigation determined that the elecsys anti-hcv ii assay performed within specifications. Single false positive results are covered by the assay's specificity claim. A review of calibration data confirmed that the analyzer was operating within the specified range. However, the investigation noted clot detection and sample short alarms, which may have impacted sample processing. No pre-analytical or laboratory investigation data were available for further analysis. The root cause was attributed to the inherent possibility of single false positive results, as outlined in the product labeling. It was emphasized that results should only be considered positive after duplicate retesting and confirmation testing using supplemental methods, such as immunoblotting or hcv rna detection. The device remains in operation at the customer site.

Event description:
The initial reporter alleged possible false positive results with the anti-hcv g2 elecsys e2g 300 assay on the cobas 8000 e 801 msb/msbl analyzer for two patient samples. For the first patient sample, the elecsys anti-hcv ii assay generated a result of 114 coi (positive). The sample was retested with the autobio assay, which yielded a result of 0.202 (negative). The sample was also tested at another hospital, where the elecsys anti-hcv ii assay generated a result of 102.1 coi (positive), while the autobio assay yielded a result of 0.094 (negative), the abbott assay generated a result of 0.79 (negative), and immunoblotting was negative. On (B)(6) 2024, hcv-rna testing for this patient yielded a result of 4.50*10e1 iu/ml. For the second patient sample, the elecsys anti-hcv ii assay generated a result of 32.9 coi (positive). The sample was retested with the autobio assay, which yielded a result of 0.36 (negative), and immunoblotting using the colloidal gold method was negative. On (B)(6) 2024, hcv-rna testing was performed, but no result was provided.